Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the apex tear in the ventricle was likely related to device manipulation and friable tissue. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a sapien xt valve procedure in the mitral position into a pre-existing bioprosthesis, a pericardial effusion was noted on echo. A pericardiocentesis was performed to drain the blood. As reported, the approach was trans-septal. During initial insertion of the delivery system into the sheath, the wire popped out and the delivery system and the valve was removed. The sheath was removed and a new sheath and a new lunderquist wire were used; however, the same delivery system and valve were re-inserted. During crossing of the delivery system across the mitral valve, the patient's blood pressure began to drop. Chest compressions were initiated. At that point, the valve was quickly deployed. After valve deployment the valve, the patient developed cardiac arrest and chest compressions were instituted. The patient did not respond well and was placed on cardiopulmonary bypass. A large pericardial effusion was noted on echo. A subxiphoid window was performed and approximately 600ml of bloody effusion was removed; therefore, a redo sternotomy was then performed and dense adhesions were dissected free of the left ventricle. There was a large area of tear in the apex of the left ventricle; the tissue was quite friable. The left apex was sutured and patched. The heart returned to sinus rhythm. The patient was then stabilized and separated from the cardiopulmonary bypass on moderate inotropic support. The valve was functioning well and there was no pvl or central regurgitation noted. Of last communication, the patient was stable but critical.